Event description:
A surgeon reported a corneal burn. The burn occurred immediately, and the occlusion warning bell was going off. The doctor made two passes and removed the tip. The pt is reported to have 2.00 to 4.00 diopters of astigmatism and is undergoing treatment at this time. Additional info received from the surgeon indicates that the pt is uncomfortable in the short term with the stitches, and it is hoped that things will be ok in the long term. Additional info has been requested.

Manufacturer narrative:
The company service rep examined the system and all available handpieces provided by the customer, and no problems were found. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A company medical rep visited the surgeon to discuss the event. The video of the surgery in which the corneal burn occurred was reviewed with the surgeon. It was concluded that the aspiration flow was blocked. Discussion ensued and it was agreed that the blockage was probably from the ophthalmic viscoelastic device (ovd) and the fact that a working space was not made prior to starting surgery. The importance of creating a working space was described, and several setting changes were suggested by the company rep and accepted by the surgeon. The root cause cannot be conclusively determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol. 7, no.1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).